Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was evidence of moisture in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no unexplained pump reboots. During a visual inspection of the pump, battery compartment was observed to be cracked. Evidence of moisture ingress was visible behind the pump display lens. The returned battery cap secured properly to the pump, and a power loss was not observed. A leak test was performed and failed due to a leak at the battery compartment crack. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior. Unrelated to the complaint, the pump was powered on and the display screen was blank.